Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the system control board was replaced. The imaging system then passed the system checkout and was found to be fully functional.the system control board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the image acquisition transferred from the imaging system to the navigation system had white images. It was reported that a second image acquisition was transferred though one image did not transfer. It was reported that a manual transfer was attempted without resolution. A second medtronic navigation system was brought in, a third image acquisition performed and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.